Event description:
It was reported that a failed accuracy +8.9% (during testing / no patient injury) was experienced.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter (B)(4). No causes or potential causes of the customers reported problem were found during the review of the service and repair records. No problems or issues were identified during this device history review. A product sample was received for evaluation. Visual inspection revealed the tamper seal was intact and there was no physical damage. During functional check, the reported complaint was not verified. Running three accuracy tests, the pump was found to be within manufacturing specifications. Need to perform functional test. No problem found and no action taken., corrected data: correction: d5: operator of device: unknown. Correction: e4: initial reporter also sent report to FDA: unknown.